Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a PICC line placement, the line was leaking at the purple hub. The nurse clamped the line and it was replaced. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device history record was reviewed and no non-conformances were noted. A search of the manufacturer's database identified 2 complaints associated to the complaint lot number 6450092 for the same failure issue. Measures have been conducted to address this failure mode.

Event description:
It was reported the PICC line was found to be leaking approximately 2 months post placement. It was noted medications were being ran through the PICC line at the time of the event. As a result, the medications were stopped, the line was clamped and the device was removed and replaced with another one.